Event description:
It was reported ¿about¿ 4 peritoneal dialysis (pd) patients experienced elevated wbc's. This was further specified as elevated nucleated cell counts greater than 100 l. In addition, the rn "believes one as high as 400 l". Peritonitis was not confirmed. The cause of the events was not reported. It was not reported if the patients were hospitalized for the events. The patients were treated with unspecified antibiotics for the events. At the time of this report, the patient outcomes were not reported, and pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.